Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 415mg/dl and also had an infusion set that possibly occluded and one that was not sticking. The customer treated with manual injection. Customer's blood glucose value was unknown at the time of the call. Customer declined to troubleshoot for high readings. The customer was assisted with tape not sticking troubleshooting and was advised proper site preparation techniques. The product will not be returned for analysis.